Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "close door" was not reproduced. A review of event history log revealed 'shut door - power off!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a cracked upper switch housing which would cause the upper latch switch to have intermittent function. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrumpump displayed a constant "close door" message during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.